Event description:
It was reported that the user had been entering meal announcements to correct elevated blood glucose rather than using the device¿s correction algorithm, and education was provided to discontinue this practice and allow the algorithm to manage high glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alarms. Investigation included customer interview, case review, and user guidance on correct operation and dosing behavior. Investigation of this case revealed user technique inconsistent with instructions for use, with the device¿s control algorithm and components operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to dosing behavior, and that device malfunction was not implicated.